Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. When attempting to pass to the left side during transseptal puncture, the physician was too high on the septum. The patient became hypotensive and an echocardiogram confirmed the tamponade. Medication was administered to stabilize the patient. There were no performance issues with any abbott devices.